Event description:
It was further reported that the new recharger antenna did resolve the intermittent coupling issue. The por code was unknown, but was believed to be caused by the antenna being broken. The patient was receiving effective therapy now.

Event description:
It was reported that there was intermittent coupling. The display on the recharger showed the ¿call your doctor¿ icon and a power on reset (por). A broken external antenna was reported. No medical or therapy problem was reported. No out of box failure was reported. No device returned. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4) implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3887-33, lot# j0007980v, implanted: (B)(6) 2000, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 8590-9, lot# n335786, implanted: (B)(6) 2012, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37791, product type: recharger.(B)(4).